Manufacturer narrative:
Clinical review: based on the available information, there is no reported allegation or objective evidence that the liberty select cycler caused or contributed to a serious adverse patient outcome. The completion of a clinical investigation is not warranted at this time. Should additional information become available regarding a serious adverse event experienced by a patient and/or user related to a fresenius device(s) and/or product(s) the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance with a patient line is blocked message during drain 0. During the call the patient stated that they discharged from the hospital the previous day and manually filled with 2,000 ml; it is unknown if this was also manually drained out. The cause of the hospitalization was not reported. Additionally, there were no reported issues with any fresenius products in relation to the hospitalization during the call. The patient requested assistance with bypassing into fill 1 and began filling at a good rate and without further reported issues. No further information is known despite multiple due diligence attempts.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.